Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a device history review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). A customer contacted baxter technical service center to report that he started therapy but was not connected. There was no alarm. The device was not returned to baxter for evaluation as this issue was resolved over the phone. A review of the previous service history record (shr) revealed no issues that may have contributed to the reported issue. The assignable cause for the reported issue was determined to be use error (press go prior to being connected). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The caller contacted baxter's technical service center to reporting that he had started therapy, but was not connected. There was no alarm. The technical service representative (tsr) assisted the home patient (hp) to end the therapy and informed him to start over using new supplies. The homechoice (hc) was operational. There was no patient injury or medical intervention reported at the time of the initial report.